Manufacturer narrative:
Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6. Smartphone operating system: 18.3. Smartphone hardware: iphone16.2. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. According to the complainant, the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Event description:
The patient was wearing the pod at the time of seeking medical attention due to high blood glucose (bg) levels over 250 mg/dl that did not decrease with boluses. Medical attention was sought on (B)(6) 2025, and the patient was checked and stabilized by paramedics without being admitted to the hospital. Symptoms included nausea, dizziness, vomiting, blurry vision, and almost passing out. The diagnosis was high blood glucose, and no specific treatment was provided other than stabilizing the patient. The patient reported no alarms on the omnipod 5 app, and the pink slide on the pod had moved forward. The pod cannula was inserted correctly, with slight redness and wetness at the pod site. Assistance included discussing pod site rotation, sending a podpal sample, and emailing guides on pod placement and adhesion. The patient was advised to discuss absorption issues with their healthcare provider.